Manufacturer narrative:
Multiple attempts have been made to obtain additional information from the complaint reporter; however, no response has been received to date. The investigation is currently ongoing with no response to additional information requests.

Event description:
Product causing a bacteria on customers, and the item is being used during surgery.